Event description:
It was reported that during a colostomy reversal procedure, the stapler cut tissue when the firing knob was advanced forward, while the surgeon expected cutting to occur only when retracting the firing knob. After the staples were deployed, the tissue reportedly fell apart unexpectedly, and the staple line was observed to be bleeding more than usual. It was also reported that because the tissue being transected was being discarded, the increased bleeding was not considered a significant problem. It was noted that the bleeding was resolved by completing the staple line. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.